Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. It was also reported that a cartridge alarm 1 occurred during basal delivery. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was 185 mg/dl.